Event description:
Clinic representative contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Trial patient did not calibrate according to user guide recommendations. Trial patient used acetaminophen, which is against user guide recommendations. At the time of contact the clinic representative did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).